Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for 3 weeks starting on (B)(6) 2025 until (B)(6) 2025 with peritonitis due to too many fibers in the line inside his catheter. Subsequent attempts to obtain additional clinical information (e.g., patient demographics, hospital records, treatment records, discharge summary) were unsuccessful due to the patient¿s electronic medical record being closed.

Manufacturer narrative:
Additional information: d9, g4, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler and showed signs of physical damage on the front panel touchscreen gasket and door cover. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A (as-received with reduced dwell) simulated treatment was performed and completed. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified load cell damage and evidence of dried fluid on the bottom cover behind the front panel assembly. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical investigation: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the serious adverse event of peritonitis. The etiology of the serious adverse event is unknown; therefore, causality could not be established. It should be noted that limited clinical follow-up information precluded a more comprehensive clinical assessment. Those individuals undergoing pd for rrt (manual or cycler based) are at high risk for infections of the peritoneum. Based on the information available, the liberty select cycler and liberty cycler set cannot be disassociated from having a possible causal or contributory role in the serious adverse events. There is currently no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused and/or contributed to the serious adverse events. However, given the lack of clinical data, discharge summary (if applicable), and no manufacturer evaluation of the patient¿s device, this clinical investigation cannot disassociate the patient¿s liberty select cycler from playing a possible role in the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for 3 weeks starting on (B)(6) 25 with peritonitis due to too many fibers in the line inside his catheter. Subsequent attempts to obtain additional clinical information (e.g., patient demographics, hospital records, treatment records, discharge summary) were unsuccessful due to the patient¿s electronic medical record being closed.